Event description:
Nurse removed foley cath from pt and pt yelled "ouch". Once removed, the tip of the cath where the balloon was inflated had a hard ridge. The ridge was deflated upon observation and placed in a bio bag for further eval. Dates of use: (B)(6) 2016. Diagnosis or reason for use: abdominal surgery strict input and output assessment.